Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was implanted in a double valve replacement (dvr) procedure. On (B)(6) 2026, the patient presented for routine follow-up. An echocardiogram and showed trivial leak with increased gradient across av prosthesis with normal functioning mvr and severely impaired systolic function bef 30%. A fluoroscopy showed stuck aortic valve prosthesis. On (B)(6) 2026, the patient reports being compliant with medication inr 2.71. The patient got admitted for thrombolytic therapy and possible redo aortic valve replacement (avr). On (B)(6) 2026, the valve still stuck, thrombolysis given again repeat valve screen (B)(6) 2026 1 x aortic leaflet remains immobile. On (B)(6) 2026 2nd round of thrombolysis redo avr scheduled for (B)(6) 2026. Valve explanted and replaced with 21mm st jude/abbott mechanical prosthesis.